Manufacturer narrative:
The pump was received with minor scratches on the lcd window, a cracked reservoir tube, a broken off reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 11mmol/l. The customer high blood glucose was caused by the damage of the pump. The customer stated that the bottom of the reservoir pump is completely rushed. The customer advised the broken pump will be returned for analysis and replaced.